Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional information: event site postal code: (B)(6). A getinge field service engineer evaluated while performing all manifold tests for installation. Unit's membrane status test fail. Replaced safety disk with new one, problem solved. Checked all other parameters found ok. Unit tested for 1 hr. Unit working fine. The failure analysis and testing dept. Received with a reported unit failure of a failed safety disk leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. This part failed the all manifold test membrane portion of the test. Fat was able to verify the reported failure but no root cause able to be defined. Retaining the part in the failure analysis and testing department . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
A getinge field service engineer (gfse) reported that during installation, while performing all manifold tests, the cardiosave intra-aortic balloon pump (iabp) had a membrane status fail. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.